Manufacturer narrative:
(B)(4). Date sent: 07/12/2019. Batch # r5950m. Additional information was requested, and the following was obtained: to clarify "the operator then broke the device apart to remove it from tissue.", does this indicate that the manual override was used to remove the device from the tissue? If not, how was the device "broken apart" to remove it from the patient? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Response received: product code: ntlc75. Lot: r40p0r, qty: 1 . Any changes to patient¿s post-op management? Unknown. Any patient¿s consequence due to this event? Unknown. Patient¿s current status: unknown. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when attempting to use the device during a surgical procedure it failed. As the device was applied to tissue and when the operator went to pull the leaver back (to deploy the staples and cut) it jammed, and the device locked onto the tissue. The operator then broke the device apart to remove it from tissue. Another device was opened and used to complete this part of the surgery.